Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented to the hospital for reasons unrelated to the device. Interrogation revealed non-sustained rv oversensing episodes. The episodes showed possible sinus tachycardia due to sir markers and as events falling into refractory causing blanked ventricular events, subsequent noncapture of the bp event and trashed intervals when the sinus tachycardia ventricular events were sensed. Programming changes were made.